Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device stopped working. Upon explant it was noted that the outer layer of both cylinders had ruptured; therefore, cylinders and pump were removed and replaced. The existing reservoir was drained and left in the patient while a new reservoir was implanted on the contralateral side. There were no patient complications reported.